Event description:
It was reported that the pt experienced withdrawal symptoms. A catheter dye study was done and they were unable to aspirate. An x-ray was taken without any identified problems. The pt was supplemented with oral medications. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).